Manufacturer narrative:
The remote service engineer provided the customer a price proposal for part replacement. No customer order has been placed to date. The customer has declined service by not accepting the proposal. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer reporting a defective back light inverter on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue remotely and reported the customer performed troubleshooting themselves and requested part replacement details. The rse confirmed the error codes and provided the customer with a parts only sales quote. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).